Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is being retained by the customer/hospital and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties deploying the stent or deflation issues however the reported difficulties removing the device, patient effects, and treatments appear to be related to circumstances of the procedure. The reported patient effects of angina and hypertension, as listed in the xience alpine everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience alpine stent system is indicated for treating de novo chronic total coronary occlusions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
Subsequent to the previously filed medwatch, a user facility medwatch was received stating the following: patient in for cardiac cath procedure for chest pain with nstemi. Following deployment of stent, stent balloon failed deflate, despite multiple attempts. Inflated balloon was ultimately pulled from the vessel with difficulty. Residual trauma to vessel was successfully treated with 2 additional stents (different brand). During this event ticagrelo 180mg xl given. Hypertensive during case with chest pain requiring IV nitro drip. Morphine 2mg IV given with improvement of pain. Plavix 300mg x1 given. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: prowater guide wire, guide catheter: 6fr jr4, medtronic ar2, other: volcano pressure wire. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat in-stent restenosis of a previously deployed unknown stent. The 3.5 x 38 mm xience alpine stent was deployed via direct stenting at rated burst pressure for 30 seconds. The patient began experiencing st elevations; however, a myocardial infarction was ruled out. On angiography, the distal portion of the stent implant was observed to be only 60% expanded. The stent delivery system balloon could not be deflated at all. Negative was pulled on the inflation device which failed to deflate the balloon. A syringe was attached and negative pulled; however, the balloon still did not deflate. The balloon could not be pulled into the guiding catheter; therefore, all devices were removed together from the patient. The patients symptoms had resolved without treatment. A balloon catheter was advanced and inflated in the partially expanded stent completely apposing the stent to the vessel wall. The procedure continued on with new devices with the successful deployment of two non-abbott stents. There was a clinically significant delay in the procedure that led to the st elevation experienced by the patient; however, the patient final outcome was good. No additional information was provided.